Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that there was no loss of suction. Their was no reportable malfunction. H3 other text: additional information was received that there was no loss of suction. Their was no reportable malfunction.